Event description:
Hookwire was placed for breast lesion localization as intended. Surgical cutdown was performed & upon removal of wire & biopsy, a portion of the hookwire was noted to be gone. X-ray confirmed wire portion was still within pt. No attempt was made to retrieve the separated segment.